Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found a connector port obstruction caused by a medical adhesive. It was difficult to fully insert the lead into the 8-15 port due to medical adhesive obstructing the bore. After confirming under a microscope the lead was fully inserted into the 8-15 port, the ins correctly measured electrode impedances within normal range.

Event description:
It was reported that during a new implant procedure the device had high impedances. An impedance test was performed and electrodes 8, 9, and 12-15 were all reading >40,000 ohms. The procedure for lead placement and extension was reported to be normal without issues. The lead was reinserted into the device multiple times but the impedance issue was not resolved. The physician visually confirmed full insertion and that the setscrew had been tightened each time. The physician flipped the lead tails in the device ports, but the issue remained in the electrodes 8-15 port. The lead was tested with an external neurostimulator and all impedances were normal. Another device was used for implantation, which had normal impedances when tested. The device was being sent back for analysis.

Event description:
Additional information received reported that the patient outcome was recovered without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).